Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was not on a prior regimen of aspirin or other antiplatelet medication. The patient received a loading dose of 300 mg of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb and first degree av block. Two days post index procedure, the patient was discharged home on aspirin.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was not on a prior regimen of aspirin or other antiplatelet medication. The patient received a loading dose of 300 mg of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty(bav). No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb and first degree av block. Two days post index procedure, the patient was discharged home on aspirin. It was further reported that a 27 mm lotus edge valve (lot# 25700913) was inserted. However it was found to be difficult or unable to track through anatomy as the device was kinked on exit from femoro/iliac sheath. Hence, the lotus edge valve (lot# 25700913) was removed. A second 27 mm lotus edge valve (lot# 25659001) was implanted successfully. It was further reported that post bav, lbbb was noted, not post index procedure as previously reported. Hospitalization was prolonged for the first degree atrioventricular (av) block and lbbb. At the time of reporting the event was considered not recovered.

Manufacturer narrative:
A1: patient identifier (B)(6). B2 outcomes attributed to adverse event - updated . B5 describe event or problem: updated/corrected.

Event description:
Respond edge study: it was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was not on a prior regimen of aspirin or other antiplatelet medication. The patient received a loading dose of 300 mg of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb and first degree av block. Two days post index procedure, the patient was discharged home on aspirin. It was further reported that a 27 mm lotus edge valve (lot# 25700913) was inserted. However it was found to be difficult or unable to track through anatomy as the device was kinked on exit from femoro/iliac sheath. Hence, the lotus edge valve (lot# 25700913) was removed. A second 27 mm lotus edge valve (lot# 25659001) was implanted successfully.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5: updated. B6: date of the computed tomography angiography corrected from (B)(6) 2020 to (B)(6) 2020. Date of echocardiogram corrected from (B)(6) 2019 to (B)(6) 2020.